Event description:
The customer stated that his blood glucose reading was over 400 mg/dl, but he was experiencing symptoms of hypoglycemia. The customer stated that he was going to walk to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.